Manufacturer narrative:
(B)(4).

Event description:
It was reported non-sustained right ventricular oversensing episodes were noted from a merlin transmission. Review of the episodes showed possible myopotential oversensing. Oversensing could be reproduced with deep breathing testing and the issue was resolved when the physician turned off the low frequency attenuation filter. The patient will continue to be followed normally and was in stable condition throughout the event.